Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30557980) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting acute ischemic stroke (ais), a 132cm embovac 71 aspiration catheter (ic71132ca / 30557980) was inserted into an 8f optimo balloon catheter ((B)(6) medical) by an inserted. However the embovac device got stuck in the middle part and was unable to be removed. The balloon catheter was replaced with another optimo catheter and a react¿ suction catheter ((B)(4)) was used. The vessel was recanalized and the procedure was completed. It was unclear if a continuous flush was maintained. There was no report of any patient adverse event or complication. On 21 dec 2021, additional information was received; the information indicated that the event did not result in a clinically significant delay in the procedure. Additional information was provided on 23 dec 2021. The information indicated that the embovac got stuck around the middle part of the optimo balloon catheter. The target was an m1 occlusion. The technique used was the combined technique. Regarding the vessel tortuosity, it was reported that ¿there was a bit severe tortuosity.¿ continuous flush was maintained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 12-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting acute ischemic stroke (ais), a 132cm embovac 71 aspiration catheter (ic71132ca / 30557980) was inserted into an 8f optimo balloon catheter (tokai medical) by an inserted. However the embovac device got stuck in the middle part and was unable to be removed. The balloon catheter was replaced with another optimo catheter and a react¿ suction catheter (medtronic) was used. The vessel was recanalized and the procedure was completed. It was unclear if a continuous flush was maintained. There was no report of any patient adverse event or complication. On 21 dec 2021, additional information was received; the information indicated that the event did not result in a clinically significant delay in the procedure. Additional information was provided on 23 dec 2021. The information indicated that the embovac got stuck around the middle part of the optimo balloon catheter. The target was an m1 occlusion. The technique used was the combined technique. Regarding the vessel tortuosity, it was reported that ¿there was a bit severe tortuosity.¿ continuous flush was maintained. On 12-jan-2022, preliminary photo images of the complaint device were captured by the j&j japan affiliates and added to the complaint file. The photos were reviewed by the product analysis team. [Photo analysis]: based on the photos provided, the distal body of the 132cm embovac 71 aspiration catheter is noted with multiple areas that are in compressed condition. It was also noted that the distal tip of the complaint device has multiple compressed conditions. There are residues of dried blood noted on the device. No other damages could be noted. The original device packaging was not captured in the photos. The issue reported in the complaint that the embovac catheter was impeded in the 8f optimo balloon catheter and the withdrawal difficulty could not be evaluated based on the photos provided. However, with the multiple damage areas noted on the device, they may have contributed to the reported issues. The manufacture record evaluation was performed; there is no indication that the issues reported by the customer are related to the manufacturing process. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. The length of the catheter was verified to be 132 cm (51.968 inches), there was no stretched portions observed on the catheter. The presence of hydrophilic coating was verified. All the damages captured on the photos documented in the complaint are consistent with the damages observed on the physical device returned. Further evaluation is documented below: the tip was observed to be flattened and with dried blood residues. The braided mesh portion was noted to have several longitudinal compressions. These observed damages could be the results of when the device was reported to be stuck in the middle of the optimo balloon catheter. There was a horizontal compression was noted on the braided mesh area where fingertips seemed to have been used to hold the catheter; this damage does not appear to have been caused by the rotating hemostasis valve (rhv) overtightening as the compressed portion is not elongated. The timing of when this occurred cannot be determined, but it is suspected to have occurred sometime during the post-operative handling of the device since it is located at 3.5 cm (1.377 inches) ¿ 4 cm (1.574 inches) from the distal end and may have precluded the embovac catheter from being advanced up to the middle part of the optimo balloon due to the increased in the outer diameter (od) on this area. Three additional damages were noted on the distal body of the catheter: there was a twist was noted at 14.5 cm (5.708 inches from the distal end, and finally, two slight compressions at 20 cm (7.874 inches and 22 cm (8.661 inches) from the distal end where fingernails may have been used to advance the device as the damages are seen only on one plane. Dimensional inspection: proximal outer diameter (od): 0.0829 inch; specification: max. 0.0837 inch / min. 0.081 inch. Distal od: 0.0810 inch; specification: 0.081 inch, +/- 0.0015 inch. The outer diameter of the catheter was confirmed to be within specification as related to the od on the non-damage portion of the device. A review of manufacturing documentation associated with this lot (30557980) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The customer complaint regarding the withdrawal difficulty could not be confirmed as the damages noted along the embovac catheter do not provide evidence of such failure as there were no elongations or damages that could have been caused by the rhv overtightening. However, the damages noted on the device do provide evidence to confirm the customer complaint regarding the impeded condition, but no contributing factors could be identified from the device. Since the concomitant 8f optimo balloon catheter was not facilitated to the lab, no further evaluation could be conducted. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no findings available¿ code was used in the investigational findings because the reported issue related to the withdrawal difficulty could not be confirmed as the damages noted along the embovac catheter do not provide evidence of such failure as there were no elongations or damages that could have been caused by the rhv overtightening. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jan-2022. On 12-jan-2022, preliminary photo images of the complaint device were captured by the j&j japan affiliates and added to the complaint file. The photos were reviewed by the product analysis team. Based on the photos provided, the distal body of the 132cm embovac 71 aspiration catheter is noted with multiple areas that are in compressed condition. It was also noted that the distal tip of the complaint device has multiple compressed conditions. There are residues of dried blood noted on the device. No other damages could be noted. The original device packaging was not captured in the photos. The issue reported in the complaint that the embovac catheter was impeded in the 8f optimo balloon catheter and the withdrawal difficulty could not be evaluated based on the photos provided. However, with the multiple damage areas noted on the device, they may have contributed to the reported issues. The manufacture record evaluation was performed; there is no indication that the issues reported by the customer are related to the manufacturing process. Further investigation will be performed when the complaint device is returned for analysis. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.